Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet and now pump battery could not be charged. Subsequently, the pump shutdown. There was no impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.